Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer reported that the package contained 11 surgical strips instead of 10.

Manufacturer narrative:
Please be advised that per the new matrix on (B)(6) 2013, this event is being re-classified as a serious injury. Upon completion of the investigation, it was noted that the root cause is likely due to operator error. Per the requirements of the specification, the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. It was determined that the operator must have miscounted the strips and due to the weight variation of a missing strip being so small the count scale must have accidentally counted the appropriate amount. It was noted that a tcr #(B)(4) was opened to retrain all the operators that had worked on this product and lot number. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Please be advised that per the new matrix on (B)(6) 2013, this event is being re-classified as a serious injury.